Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implantation procedure, the left ventricular lead would not stay in position for capture thresholds. After multiple attempts, a different lead was used with successful implant. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.